Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with a 95% stenosis in the proximal left internal carotid artery. The lesion was eccentric, ulcerated, with severe concentric calcification and severe tortuosity. A 6 x 30 precise rx was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved. The patient was discharged the following day with no major adverse event. The (B)(6) stroke score was 0 and the stroke score was 1. There was no adverse event during the 30 days follow up. Approximately 3 months after the index procedure the patient died. The cause of death was not reported. The event was reported to be unrelated to the cordis product and procedure.

Manufacturer narrative:
Information was received via the (B)(4) study that approximately three months post index stenting of the proximal left internal carotid artery the patient died. The event was reported to be unrelated to the cordis product and the index procedure. It was reported that the cause of death is not known; an autopsy was not performed. No other adverse events were reported. The (B)(6) female was admitted at index procedure with a 95% stenosis in the proximal left internal carotid artery. It was indicated that the patient was asymptomatic. The lesion was eccentric, ulcerated, with severe concentric calcification and severe tortuosity. A 6 x 30 precise rx was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved. The patient was discharged the following day with no major adverse event. The (B)(6) stroke score was 0 and the stroke score was 1 which is unchanged from baseline. Antiplatelet therapy included post procedure and discharge clopidogrel and aspirin. There was no adverse event during the 30 days follow up. Approximately 3 months after the index procedure, the patient died. The cause of death was not reported. The event was reported to be unrelated to the cordis product and procedure. High risk criteria were indicated as severe pulmonary disease and high cervical ica lesions or cca lesions below the clavicle (B)(6). Additional patient history includes hyperlipidemia, cardiac arrhythmia, renal insufficiency, diabetes mellitus, hypertension, and previous right carotid endarterectomy. With follow-up visit to primary care physician eleven weeks post index for follow-up of chronic medical problems with complaint of "everything" is wrong with few symptomatic complaints; difficulty swallowing, difficulty sleeping, and depression. Additional reported medical history included chronic progressive renal insufficiency with no improvement after bilateral renal artery stenosis post bilateral renal artery and angioplasty with stenting and anemia likely secondary to renal insufficiency. Left ventricular systolic dysfunction with ejection fraction of 25% with moderately severe mitral and tricuspid regurgitation and left ventricular hypertrophy was also reported. Antiplatelet therapy included aspirin. The product remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13426882 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13426882. A DHR review was requested to nitinol devices & components (ndc), for part number: 23537 and stent lot numbers 116842, 116429, 112899 and 112898; and the results indicate that the stent shipped meets specified release requirements. Due to the lack of information regarding the reported patient death of unknown cause approximately three months post carotid artery stenting, it is not possible to draw a clinical conclusion between the device and the event. The patient's significant medical history put her at an increase risk for adverse events. Therefore, no corrective actions will be taken.